Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient fainted while driving a vehicle and crashed his car. Upon interrogation, a loss of capture and output was in the ventricular channel.. The device was reprogrammed but the patient continued experiencing pauses in pacing and dizziness. On (B)(6) 2016 the physician elected to explant the pulse generator and right ventricular lead was capped. The physician did note a "bad" kink on the lead near the device can. The patient did not experience any symptoms post surgery.